Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with afx. Patient underwent a secondary procedure approximately two-months post procedure; additional limb implanted. Approximately three-years post-op endologix was made aware of an endoleak (indeterminate origin-possible type 2 and 1b) detected. The physician has elected monitor until a treatment plan can be determined.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; type ii (lumbar) and type ib endoleak (left common iliac artery). Device, user, procedure or anatomy relatedness of this adverse event could not be determined. The final patient status was reported to be under surveillance. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.